Event description:
The customer reported that her blood glucose reached "high" (>500 mg/dl_ less than a day after the pod was activated. She said it looks like the cannula was in and the adhesive was not wet.

Manufacturer narrative:
The returned device was evaluated and the cannula was found retracted back into the pod. This needle mechanism failure was determined to have root cause mechanism rails-wings did not capture slide insert. This defect contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.